Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The distal portion of the stent broke during the procedure. No portion of the stent was left in the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported stent break were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted sporadically wrinkled sheath resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted activation/deployment. Further interaction/manipulation of the device resulted in the noted multiple stabilizer bends, the noted bent/stretched stent struts and ultimately resulted in the reported/noted stent break. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 7.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however the stent only deployed 1cm. The ses was removed and the procedure completed with another absolute pro. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.